Event description:
It was reported that during a da vinci-assisted transthoracic esophagectomy surgical procedure that the e-100 generator would not power on. The customer mentioned that there was a red led on the e-100 generator. The site performed multiple power cycles with no success, prior to calling technical support. The customer also mentioned that they verified the cable connections. The customer continued with the procedure using the erbe generator. There were no reports of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and received the following additional information: system functionality was checked upon powering on the system. The system did produce errors once powered on. The e-100 generator turned red twice during the procedure, which was when technical support was called for troubleshooting.

Manufacturer narrative:
Based on the claim against the product by the customer noting that the e-100 generator would not turn on, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to investigate the complaint. The fse was not able to reproduce the issue but replaced the e-100 generator for customer's satisfaction. System was tested and was ready for use. Isi did receive the e-100 generator to perform failure analysis (fa). Fa was able to reproduce the reported complaint. This unit was installed into the test system, and it failed. The power and bipolar led turn red and could not cut/seal. The complaint regarding the e-100 generator not powering on was confirmed by fa, which indicates that the device did contribute to the customer reported issue.